Event description:
It was reported that: towards the end of a short procedure (approx. 1 hr), sevoflurane and nitrous oxide were shut off and o2 flow was increased to 10 l/min. A loud "pop" was heard, smoke appeared to be coming from the bottom of the absorber and the bottom canister appeared to be boiling. The oxygen supply was switched to the anesthesia machine's auxiliary oxygen flowmeter. The prepack of baralyme in the bottom canister melted and stuck to the bottom. There was no pt injury.